Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electro surgical unit (iesu) was analyzed, and failure analysis investigations replicated and confirmed the customer-reported complaint. The reported issue was confirmed through system logs, showing error c-34 on 19-aug-2025. Visual inspection revealed scratches on the left side of the cover and a crack on the upper left corner of the bezel. When tested on the system, the erbe displayed error c-34, indicating a high frequency (hf) voltage issue during startup. The erbe log also recorded error c-00 on 19-aug-2025. The unit will be sent to the original equipment manufacturer (OEM) for further investigation. The complaint was confirmed based on the field evaluation and failure analysis. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation. Correction: h8. Was updated to initial use of device.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted hysterectomy with sarcoplexy surgical procedure, the customer encountered an error c-34 on the vio dv erbe generator causing a system down during the case. The procedure was converted to another dv system with no reported injury.